Event description:
The wire guide unraveled when 9 french spectrum cvc was used over the wire. Due to kinking and knotting of the wire the physician had to cut-down the vessel in order to remove the wire. Procedure was not completed. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Cat#: c-utlmy-901j-rsc-abrm-hc-fst-a-rd. (B)(4): unraveling. Product was received on (B)(4) 2011. This device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections prior to transport. An exam of the returned wire shows the wire is tied in a knot. It is unk if this occurred during or post procedure. A conclusive root cause cannot be identified. We will continue to monitor for similar complaints. There is insufficient risk per quality engineering risk assessment (qera) to take action.